Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented due to an audible alert. A lead integrity alert (lia) had triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. Oversensing had resulted in the misclassification of episodes as non-sustained ventricular tachycardia or high rate non-sustained episodes. Noise and cross-chamber oversensing were also observed. Programming changes were made to the lead. The patient returned the next day after receiving inappropriate high voltage therapy due to the oversensing and suspected lead fracture. The rv lead was capped and the patient was fitted with a lifevest until the patient could have a laser lead removal. No further patient complications have been reported as a result of this event.